Event description:
Customer initially reports the needles caps are not preventing a 30 gauge from penetrating it. On (B)(6) 2014 customer reports doctor had finger stick when recapping needle, after drawing up medication, it had penetrated cap. No previous pt contact with needle.

Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported info.